Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 2.5-3mm in diameter lesion was located in the severely tortuous left anterior descending (lad) artery. The physician advanced the 2.75x28mm promus element stent to the target lesion but choose to withdraw the stent for another device. The 2.75x28mm promus element was later reintroduced into the patient but was now unable to cross the lesion despite several attempts. Upon removal of the stent delivery system it was noted that the proximal end of the stent was damaged and raised off the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.